Event description:
It was reported by a family member of the patient that after implant of their cardiac resynchronization therapy defibrillator (crt-d) system the patient had a wire stuck in their lung, which then collapsed, and resulted in kidney failure. The implant had occurred a year ago. Follow-up with the implanting clinic indicated that there were x-rays taken one and five days after implant which showed no movement of any of the implanted system components. The implanted system was not related to the patient's post-operative complications. The clinic indicated that they were contacted four days after implant by the family reporting that the patient was lethargic and had a rash on their body. The patient was transported by ambulance to the emergency room where it was determined the patient had a pneumothorax, significant hypoxia, and acute kidney failure as a result of the non-steroidal anti-inflammatory drugs given for pain control. These issues were resolved and the system remains in use with no changes made. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.